Manufacturer narrative:
H.6. Investigation: customer returned (1) 1/2cc, 6mm, 31g syringe in an open poly bag from lot # 8162506. Customer states that there is something of orange color in the barrel. The returned syringe was examined and exhibited a piece of orange material caught in between the hub and barrel tip. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene. A review of the device history record was completed for batch# 8162506. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200766128, 200766168] noted that did not pertain to the complaint.process summary: automatic syringe assembly machine, which feeds 1/2cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials.reviewed l2l dispatched, identified a dispatch for issues with needle through shield eject and cleaned the eject. Root cause for this defect cannot be determined.

Event description:
It was reported before use the bd veo¿ insulin syringe with the bd ultra-fine needle had foreign matter on device cannula / in fluid path. The following information was provided by the initial reporter:" there is something of orange color in the barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd veo¿ insulin syringe with the bd ultra-fine needle had foreign matter on device cannula / in fluid path. The following information was provided by the initial reporter:" there is something of orange color in the barrel.